Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement pneumatic block sensor circuit board as a part of a warranty claim. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination of the device pneumatic block. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.